Manufacturer narrative:
UDI: (b)(4. Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tf tavr case, the delivery system balloon ruptured towards the end of deployment and blood was seen in the atrion syringe. The valve placement looked good and it was noted that there was only a trace amount of pvl. During removal of the device, the tip of the balloon was not fully coming back into the sheath. The decision was made to attempt to pull the balloon and the sheath out of the external iliac artery together. The nose cone of the delivery system seemed to get stuck at the subcutaneous level and ultimately detached from the delivery system. This left the nose cone just below the surface of the entry site. A small incision was made at the groin to explant the nose cone. The patient seemed to be ok at the end of the case. The perceived root cause of the balloon burst was a heavy amount of calcification in the patient's annulus.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system and esheath were returned to edwards lifesciences for evaluation. Visual inspection revealed a radial balloon burst. The balloon did not appear to be missing any pieces. The balloon spring was ¿slightly¿ distorted and stretched. The nose tip was separated and the wings on the nose tip were distorted with gouges (from forceps used to remove). No abnormalities on the loader assembly were observed. Visual inspection of the esheath revealed the liner was bunched at the distal end and there was non-circumferential delamination. A kink on the sheath shaft near the tip and minor damage on the sheath distal tip were observed. No liner tear was observed. Functional testing of the delivery system could not be performed due to the condition of the device. Dimensional analysis of the balloon single wall thickness along the radial burst was performed. All measurements were within specification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the delivery system inflation balloon undergoes multiple 100% dimensional and visual inspections including balloon diameter and wall thickness. Additionally, the balloon component undergoes 100% visual inspections for defects. The nose tip and balloon catheter laser bond also undergo visual inspections. The device undergoes multiple 100% inspections by manufacturing and quality. In addition, product verification (pv) testing is performed on devices from each lot following a sampling plan. These inspections support that it is unlikely a manufacturing non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the complaints for ¿balloon ¿ burst¿, ¿distal tip, nose tip ¿ separated¿ and ¿delivery system ¿ withdrawal difficulty through sheath¿ were confirmed. However, review of the available information did not reveal any manufacturing non-conformance on the returned device. In additional to the procedural factors (manipulation of the devices), patient factors (heavy/severe valvular calcification) likely contributed to the balloon burst. The difficulties encountered during the withdrawal of the delivery system following the balloon burst likely contributed to the nose tip separation and the subsequent surgical removal of the nose tip. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.